Event description:
It was reported that during a breast biopsy, an error code was received. The probes, tubing sets and cannisters were changed and the error code was still received. The hh holster was replaced and the unit. It worked properly. The unit was tested again with the st holster and with the demo probe and the error code was received. There wa no patient consequence reported, case was completed using another holster.